Event description:
Complainant alleged that during incoming inspection, a red x was displayed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The pedi-padz ii were received at zoll japan. The customer's report was duplicated and attributed to pedi-padz ii. The pads will be scrapped and a replacement will be sent to the customer. Analysis of reports of this type has not identified an increase in trend.